Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer was using cold insulin at the time of the event. Tandem technical support (cts) educated the customer that cold insulin is off label per the tandem user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that a cartridge did not fit onto the pump. Customer's blood glucose was approximately 128-140 mg/dl. A cartridge change was performed resolving the issue.